Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a check settings alarm. Blood glucose level at the time of the incident was 525 mg/dl. The customer was assisted in confirming that no additional alarms had occurred. The insulin pump was not replaced or returned for analysis.